Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen that had it difficult to read. The customer's blood glucose was unknown at the time of incident. The customer also reported that the battery compartment had its chips missing and had rejected new battery and unexplained no delivery alarm. Troubleshooting was not performed and device is not expected to be returned for analysis